Event description:
It was reported that the patient presented remotely via merlin.net. Review of the electrogram (egm) noted that the right atrial (ra) lead was displaced. Chest x-ray confirmed that the ra lead was dislodged. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.